Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they have been receiving motor error alarms. The customer also reported that the blood glucose went up high to 431 mg/dl. The customer stated that they treated the high blood glucose with manual injection. The customer declined to troubleshoot. The insulin pump will be returned for analysis.